Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was initially placed successfully, however after ten minutes, the lead exhibited diminished sensing values. The lead was repositioned with the same results. The physician requested a new lead, which also exhibited the same results after placement. The new lead was eventually placed and remains in use. No patient complications have been reported as a result of this event.